Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to exhibit high out of range shock impedance measurements. Further review of the daily threshold and impedance measurements trend report showed that over the past year the shock impedances trended with measurements that were greater than 125 ohms. Technical services (ts) recommended for the replacement of the rv lead. At this time, no adverse patient effects were reported. It was noted that the rv lead will continue to be monitored. This rv lead remains in service.